Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the lead body. The performance of the returned lead fragment was scrutinized. The inspection revealed that the distal part of the lead was found pulled out of the ring electrode. Based on the characteristics of the damage it is reasonable to assume that the observed damage resulted from tensile forces applied during the extraction procedure. However, a thorough root cause analysis of the fragment did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ra lead explanted due to dislodgement during rv lead extraction. Physician elected to reimplant a dx rv lead. Should additional information become available, it will be added to this file.